Event description:
The customer reported that their device had its service wrench illuminated, logged an event code and would not deliver defibrillation energy during testing. There was no patient use associated with the reported failure.

Manufacturer narrative:
(B)(4). The customer advised physio-control that they will not be repairing the device or sending it back to physio for evaluation. The customer will be removing this device from active service and replacing it. The device has not been returned to physio-control for evaluation. The cause of the reported failure could not be determined.